Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. It was reported that "when the surgeon put the balloon in the introducer, the cap of the balloon fell in the introducer. It was at the beginning and impossible to get it. So I have proposed to use a drill of 4-4.5 mm, and it was possible to get the cap. The sleeve was stuck inside the cannula". No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.